Event description:
The complainant reports an under delivery. The volume fed indicated 600 ml were delivered; however, it was reported that 400 ml was delivered.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally, which is the same or similar to a device that is marketed domestically.